Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event year is reported as 2019; however exact date of event is unknown. H3, h6: investigation summary images were reviewed for investigation. The images depicted two unidentifiable plates and eight unidentifiable screws. No malfunctions, damage, or defect could not be noted to the unknown devices depicted in the received images. Conclusion no issues were identified during investigation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description it was reported that on (B)(6) 2019, the patient underwent an open reduction and internal fixation of the posterior and external malleolus of the left ankle due to left ankle bimalleolar fracture. After 5 months of surgery, the patient¿s ankle aches and is very worried if is needed for her to take another surgery and whether the doctor in china can do it or not. On (B)(6) 2019, the patient stated that she can¿t stand, sit or walk for a long time. The ankle still ached. On (B)(6) 2020, the patient is urgently requesting for product information for surgery so that the doctor can do the surgery. This complaint involves fifteen (15) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had left ankle bimalleolar fracture. Open reduction and internal fixation of the posterior and external malleolus of the left ankle. There were no complications to the patient.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. B5: updated event description. E1: updated hospital information. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient cannot sit or walk for long periods of time. The patient indicated the ankle turns black and blue when wearing socks.

Manufacturer narrative:
This report is for an unknown screw / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Occupation: reporter is patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the bone fracture surgery on an unknown date and was implanted with two (2) unknown plates and thirteen (13) unknown screws. Patient's ankle still aches even after 5 months of surgery and patient is worried whether a revision surgery is needed. Patient requested the information about plates and screws for ankle bone fracture to get appropriate treatment in (B)(6). No further information is provided. This report is for one (1) unknown screw. (B)(4).